Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd luer slip¿ tuberculin syringe product barrel was bowed causing volumetric inaccuracy. Found before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: our quality engineer inspected the returned unit and confirmed the reported observation of a bowed syringe barrel. Customer complaint trends are evaluated on a monthly basis. One photo was received for investigation and one actual sample without packaging was returned for investigation. The sample was subjected to visual inspection and observed that the syringe is bent at near 7ml to 8ml marking. The sample was subjected to barrel bow measurement and failed the specification. Complaint history was reviewed. No similar complaint was received on the reported nonconformance. Reviewed device history record and no quality notification was raised for the reported batch. Performed manufacturing review and no abnormality detected. Probable cause could be the 1ml printed barrel wip was being stacked on each other, this could have compressed the barrel resulting in a bow in the syringe. This is the first incident in the year. We will continue to monitor the reoccurrence of this nonconformance. No CAPA is required. Other corrective action will be implemented. A communication to the team not to stack the 1ml printed barrel and / or molded barrel wip on each other, and only place the parts on the trolley.

Manufacturer narrative:
Correction: changed from : PMA/ 510k#: k1100774. Changed to: PMA/ 510k#: k110771.